Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7072411/7072426.

Event description:
It was reported that the patient had an infection at the pocket site. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.